Event description:
[Redacted date]: situation: baxter tubing leaking. Background: ongoing issues with leaking baxter tubing. Assessment: patient with PICC infusing tpn/il noted to be leaking from the lowest y-site, provider notified and changed to clears. Tubing saved for apsm. Recommendation: continue working with baxter to fix tubing issues. [Redacted date]: baxter tubing leaking. Ongoing issues with leaking baxter tubing. Patient with PICC infusing tpn noted to be leaking at lowest y site. App notified and changed to clears. Tubing saved for apsm. Continue working with baxter to fix issues. [Redacted date]: baxter tubing found leaking while infusing ivf to patient. Tubing changed per protocol around 2100 on [redacted date], no leaking ports noted during sterile change. Tpn tubing leaking from lowest y site onto isolette and floor. Identify faulty baxter tubing within latest shipment to prevent risk to infant. [Redacted date]: baxter IV tubing noted to be leaking tpn at y-site. Tpn, smof lipids, and morphine drip infusing via central line (PICC). Medical team notified and fluids replaced. Tubing given to management with leaking y-site marked. Manufacturer response for IV tubing, (brand not provided) (per site reporter) meeting weekly to review new events, meeting since 2021.